Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported whether an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing until the time of death. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed there were no keystrokes, programming, use related or iipv events that could have caused or contributed to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Returned homechoice devices receive and passed returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Analysis of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed and completed successfully. The device passed seal, purge & wet disposable integrity tests. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. The initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.